Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the lcd display screen. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was also received with corroded motor assembly and corroded electronic assembly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.